Event description:
Received info regarding air bubbles in the tubing. The customer reported that continuous bubbles were coming from the patient line and forming one large bubble in the tubing. The customer's blood glucose level was at 400 mg/dl. The customer was able to successfully remove the bubbles from the tubing.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.